Event description:
The caller reported that the flange of the tracheostomy tube had separated from the tube during pt use. The tracheostomy tube was removed, and the pt was re-cannulated with another size 8 percutaneous tracheostomy tube. The used percutaneous tracheostomy tube was discarded, and the lot number is unk.